Event description:
The pt felt stimulation all over his body during a dermatological procedure. The hcp was using electrocautery on the pt's temple on the same side as the system and was grounded on the contralateral shoulder. The hcp stopped the procedure and the overstimulation sensation ceased. The pt status was reported as 'fair.' Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)